Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the issue was with the monitor and noted that the monitor would not display properly. The stm replaced the display assembly, main keypad overlay, and related labels then performed scheduled preventative maintenance (pm). All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that upon start-up and prior to use on a patient, the display screen for the cs300 intra-aortic balloon pump (iabp) was "fuzzy" and never clear in displaying the usual screen. The iabp unit was removed from service after troubleshooting over the phone with getinge technical support was unsuccessful. A request was made to have the iabp unit evaluated. There was no patient involved and no adverse event was reported.

Event description:
It was reported that upon start-up and prior to use on a patient, the display screen for the cs300 intra-aortic balloon pump (iabp) was "fuzzy" and never clear in displaying the usual screen. The iabp unit was removed from service after troubleshooting over the phone with getinge technical support was unsuccessful. A request was made to have the iabp unit evaluated. There was no patient involved and no adverse event was reported.